Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition except for the dso sensor and scraped lens. The tamper seal was not broken. The device was visually checked and tested, and the reported issue was duplicated. The dso sensor was damaged and as a result, the dso sensor and lens were replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump continued to alarm at power up during in house service. It is unknown if there was patient involvement, no adverse patient effects were reported.